Manufacturer narrative:
Age at the time of event: (B)(6). Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date the erosion of implanted vaginal mesh was first noted. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical center (B)(6). The mesh excision surgeon is: dr. (B)(6). (B)(6) hospitals and clinics (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted into the patient during a mid urethral sling placement procedure performed on (B)(6) 2019 for the treatment of stress incontinence. Medical and surgical history included depression, essential hypertension, gerd, mass of pituitary, anxiety, current every day smoker (1 pack per day), bilateral total hip arthroplasty, left knee surgery, appendectomy, and mesh sling placement in the early 2000s. On october 19, 2020 office cystoscopy noted a 2cm area of mesh in the bladder. The patient felt like she had a chronic uti and described bladder pain and pressure, but she had not been diagnosed with a uti in over a year. The patient also reported the following genitourinary concerns (onset date not documented): bladder incontinence, dysuria, pelvic pain, vaginal discharge, and vaginal pain. On (B)(6) 2021, erosion of implanted vaginal mesh to surrounding tissue was noted. On (B)(6) 2021, the patient underwent removal of mesh from bladder for eroded mesh into bladder and vagina. During the surgical intervention, it was discovered that the mesh was eroded at the right anterolateral bladder and left vagina. Mesh excised at vagina and bladder via transvaginal and transabdominal approach. The patient was awoken from anesthesia and transferred to the recovery room in satisfactory condition. She was admitted as planned preoperatively for pain management. There were no immediate complications reported.